Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an anesthesiologist stated that the device broke off into the patient. It was stated that the device was removed on (B)(6) 2017, and while withdrawing the catheter slowly and deliberately, the catheter snapped off prior to exiting the spinal column. It was noted that when the catheter fractured, a 12 cm segment left remaining in the patient. The patient underwent removal of the remainder of the catheter later. It was stated that the patient died on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the remainder of the catheter was removed on (B)(6) 2017. The patient¿s cause of death was attributed to the following: acute respiratory distress syndrome, septic shock, acute kidney injury, and a thoracic aortic aneurysm. Per the operating room director, it was unknown if the death was thought to be related to the device.